Event description:
A malfunction on the pump was reported. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the issue did not recur. Customer understood instructions to call back if the malfunction recurs and was advised to continue using the pump.